Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients clik anchor broke loose from the sutures, which caused pain. The patient underwent a revision procedure wherein the clik anchor was repositioned. No product was added or removed. The patent was doing well postoperatively.